Manufacturer narrative:
The customer returned the strips and the meter. They were tested using control solution in comparison to a retention meter and retention strips from the same lot. All of the returned results were within the acceptable range. No product problem was found.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The reporter stated that the nurse in the hospital performed two blood glucose tests from one capillary sample. It was reported that blood glucose results of 231 mg/dl were obtained from the acuuchek inform ii meter (serial number (B)(4)) and 308 mg/dl was obtained within 10 seconds from the accuchek inform ii meter (serial number (B)(4)). There was no information provided as to whether or not any treatment was received based on either of the results. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.